Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen did not register presses on the top portion of the display, and a crack was later observed on the screen; the user could unlock the device but could not complete a supply change because the insulin reservoir was empty, after which the user transitioned to backup therapy and continued cgm use. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included temporary interruption of pump therapy and reliance on backup therapy. Investigation included troubleshooting education, confirmation of shipment of a replacement device, guidance on shutting down the device to prevent further alerts, data sync recommendations, and return logistics. Investigation of this case revealed physical damage to the display module consistent with a broken or cracked screen that impaired touch functionality, representing a mechanical damage problem affecting the touchscreen/display component; no device-related injury was identified. It was concluded, based on previously established findings for similar reports, that the cause was product physical damage not related to a manufacturing or design defect.